Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while charging the pump. The customer's blood glucose was 376 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to charge pump for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported the alert cleared and pump was successfully charged.